Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 280 mg/dl, while wearing the pod between 49 and 71 hours. Their bg levels were between 260 mg/dl to 280 mg/dl for approximately 6 hours, until 1:00 am on (B)(6) 2024. Lg reported that multiple boluses were administered, the last of which being 0.5 units, but were ineffective. When removed from the infusion site (leg), the pod's cannula was observed to be bent. A new pod was successfully applied, and the patient was able to resume treatment.